Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the syringe. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support offered to assist customer with loading syringe but customer declined.